Event description:
It was reported that there was an infection. The patient¿s husband took the patient to the hospital on (B)(6) and her implant was removed on (B)(6). The patient got an (B)(6) infection, was hospitalized for 7 weeks, and almost died. The patients wound did culture (B)(6). All tracking sutures and the spinal cord stimulator were removed. There was purulent drainage in the wound. The discharge diagnosis was sepsis. The patient was transferred to rehab facility at discharge for a time. The patient was treated with broad spectrum IV and oral antibiotics and had recovered. There was no mention in operative note of flow sheets what was done with the battery or leads.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).